Event description:
It was reported the device was removed in (B)(6) 2014 due to infection. No further information was provided. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).